Event description:
On the event date, the patient reported that insulin was collecting below the piston rod of his infusion device and he has since experienced elevated blood glucose. He inserted a new insulin cartridge one day prior, and his blood glucose was within his normal range of 100-150 mg/dl. He woke up the following day, at 8:30 am and noticed condensation in the cartridge compartment and he smelled insulin. His blood glucose measured 240 mg/dl. He stated that his blood glucose has measured 240 mg/dl to over 300 mg/dl all day. His only food intake has been a cheeseburger and his blood glucose elevated to over 300 mg/dl one hour after eating. He injected 10 units of insulin at 7:00 pm and his blood glucose measured "just under 200 mg/dl" prior to the report. He stated that the insulin cartridge did not appear to be leaking. He allowed the insulin to reach room temperature before use. He stated that he would switch to his backup infusion device and change his infusion set. He was also advised to use a new insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.